Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you clarify if the patient suffered any signs or consequences due to the problem? Provide more information a: no. The surgery was completed normally, according to the doctor's report. In the event description mention "there are approximately 30 yarn envelopes". Could you clarify whether these 30 strands had a problem with unwinding? If yes, what is the total number of products involved in this event? A: the medical professional tried to use 3 strands from the same batch without success, all having the same problem. However, he would like to return all the rest of the product, from the same batch, to avoid future problems. Did the event occur during one or several patient procedures? A: during a single procedure. What is the total number of procedures? A: 1. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). A: no. If this event occurred in multiple procedures, provide the following information for each patient event. A: not applicable. Device return status. Document the shipment tracking number: a: not applicable. Please provide the source or the name of the person providing the answers to the follow-up questions (not the person transmitting/submitting the answers to the loc or chu). A: the professional who reported the technical complaint was the surgeon who performed the procedure, doctor antonio marcos cabrera garcia, all information comes from him. Note: related events reported via 2210968-2023-06798, and 2210968-2023-06800.

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2023 and suture was used. During the procedure, the suture was uncoiling. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received, thirty unopened samples that pertain to product code y936h. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strands to detect any issue related to fraying or damaged sutures and no defects were observed during evaluation. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.